Event description:
Rn reported that the home patient's son had contacted the rn and stated that the patient was taken to the emergency room on (B)(6) 2006 with complaints of back and arm pain. The hp was diagnosed with constipation and dehydration. Patient was given IV fluids and prescribed laxatives and discharged to go home. After starting treatment on the cycler the son left. A second son who lived with the hp called the other son around 11:45 pm on (B)(6) 2006 and stated that the hp had difficulty breathing and then went out. Ems was called but was unable to revive the patient. The cause of death is cardiac arrest. Past medical history includes 14 years of dialysis, hyperlipidemia and hypertension. The patient was also on labetalol, procardia, epogen and diavan (strength, frequency and route unknown). It is unk if an autopsy was performed. No further info is known.